Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the programmer had a system error and would not boot. Hard drive was reconfigured and software reloaded to resolve issue. (B)(4).

Event description:
It was reported there was an error that displayed during boot-up. A different programmer was used. The programmer was returned for repair and calibration. No patient complications have been reported as a result of this event.